Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 12 was identified to not be closing. A field service engineer (fse) confirmed that the 1x1 control unit was not closing because it was damaged by the closing spring. Then the fse replaced the part and drawer functioned again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user pull out the drawer, cleared obstructions and went through touchscreen but was unable to close drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.